Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located on the moderately tortuous and moderately calcified shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon initial inflation at 4 atmospheres for 10 seconds the balloon ruptured at the center in vertical form. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.